Manufacturer narrative:
This report will be amended when our investigation is completed. (B) (4)

Event description:
It is reported that the dynesys migrated. The spacer does not lie axial to the dynesys screw and the dto screw anymore. The segment l4/l5 lost height.